Event description:
The following events were noted through a periodic article review. A retrospective analysis of below-the-ankle (bta) limb salvage was performed during the period between january 2007 and december 2011. The purpose of the study was to further assess the feasibility of bta percutaneous revascularization with balloon angioplasty and provisional stenting in patients with chronic limb ischemia (cli) due to arterial occlusive disease. The patient population consisted of thirty-seven (37) patients. Of the 37 patients, 23 patient were treated with plain balloon angioplasty, 11 patients were treated with balloon-expandable metal drug eluting stents (xience and non-abbott) and 8 patients were treated with the xpert self expanding stent. Reassessment was performed at 1,3,6, 12, and yearly thereafter. No major complications such as dissection, thrombosis, or distal embolization were recorded. The following patient effects were recorded: transient vessel spasms treated with intra-arterial nitrates, two major amputations, restenosis, reocclusion, recurrent chronic limb ischemia, and repeat intervention (percutaneous and surgical). No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The unknown xpert stent referenced in b5 is being filed under a separate manufacturer report number. Date of event estimated based on date of publication. Dilatation catheter: sterling otw boston scientific; guide wire: boston scientific pt2 .014, v-18; stent: cordis cypher; device - incorrect anatomy. There were no reported product deficiencies. The reported patient effects of ischemia, vasoconstriction, occlusion, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the devices were deployed for below-the-ankle (bta) limb salvage. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. (B)(4).